Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed kinks in the exit port and imaging window assembly and the exit port was damaged. The distal tip was in good condition. Impedance testing showed an electrical open at the distal end of the catheter; 0-10 cm from the distal housing.

Event description:
It was reported that catheter issue occurred. The patient presented with fistula which was located in the moderately tortuous vessel in the arm. During insertion, the catheter buckled itself and the imaging window was damage. It was also confirmed that the catheter was kink near the distal tip. The device was removed intact from the patient. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The patient presented with fistula which was located in the moderately tortuous vessel in the arm. During insertion, the catheter buckled itself and the imaging window was damage. It was also confirmed that the catheter was kink near the distal tip. The device was removed intact from the patient. The procedure was completed using an alternate device. No patient complications were reported.